Manufacturer narrative:
Intuitive surgical received the double fenestrated grasper instrument associated with this report and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hemicolectomy (right) surgical procedure, the cable of the double fenestrated grasper instrument was frayed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.